Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: yellow biological tissue. Leak test and microscopic analysis was performed which identified: device no leakage and device is found intact and functional. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Device is not deflation.